Manufacturer narrative:
Device passed rewind, self test; it failed displacement, prime/seating test. During motor load, the motor stopped prematurely way before it hit the motor stopper. After further review, did not note any signs of previous moisture presence or corrosion on any of the boards, assemblies, wiring, or the motor. The problem seems to be isolated to the electronics. Unable to perform the force sensor, and occlusion tests due to the recurring motor anomaly/no delivery alarms.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was not moving and when the rewound it, it immediately completed. Customer stated that they received insulin flow blocked alarm. Customer did the displacement test but it got to complete without the reservoir inside the compartment, and had to rewind twice but it did the same issue. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.